Event description:
Additional information that both inappropriate high voltage therapy and inappropriate anti-tachycardia pacing were delivered by the device for a supraventricular tachycardia (svt) episode. No intervention has been performed because there was only one svt episode detected. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of sustained ventricular tachycardia noted on the device and treated with some inappropriate high voltage therapy. There was no adverse consequence and the patient was in stable condition.